Event description:
On (B) (6), 2010, the lay user/patient's mother contacted lifescan (lfs) alleging that the one touch ultralink meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that the issue began on (B) (6), 2010 at 10am. The reporter indicated that the pt manages his diabetes with insulin. Per the reporter, there were no adjustment made to the pt's regimen and no symptom(s) developed as a result of the alleged issue. Thirty minutes after the alleged issue occurred, the reporter stated that the pt tested possibly over "200" on another meter. At the same time, the reporter stated that the pt treated himself with an unspecified amount of novolog insulin. At the time of troubleshooting, the cca noted that the reporter did not have the subject meter and test strips at the time of the call. Replacement products were sent to the pt. There is no indication that the product caused or contributed to a serious injury. The pt did not suffer from any serious injuries and did not receive any form of medical intervention as a result of the reported issue. However, the complaint is being reported because the alleged issue remains unresolved.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.